Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a high digestive video endoscopy with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2020. According to the complainant, during the procedure, the button detached from the sheath prior to being released. The procedure was completed with a new endovive one step button. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes: problem code 2907 captures the reportable event of one step button delivery system detached. The one step button was returned. Visual examination of the returned device found the delivery system was broken however the button had not been deployed. It was determined that some additional force applied during the procedure while trying to release the dome or when they tried to insert the device into the patient could have cause the device to stretch and break. No other issues with the device were noted. With the available information, boston scientific concludes that reported delivery system was broken. Based on the condition of the returned device, engineers determined that there may have been some additional force while trying to release the device or stretching upon insertion of the device which resulted in the delivery system to become broken. Procedural factors encountered during procedure could have affected the device performance and its integrity. Probably the tubing was detached due to user technique, patient anatomy or other procedural factors. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a high digestive video endoscopy with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2020. According to the complainant, during the procedure, the button detached from the sheath prior to being released. The procedure was completed with a new endovive one step button. There were no patient complications reported as a result of this event.